Manufacturer narrative:
The patient code, device codes and the evaluation conclusion code apply to both lead products (lot numbers unknown). Concomitant medical products: product ID: 3057, lot#: unknown, product type: screening device. Product ID: 3057, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. Product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a basic evaluation trial patient with an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported by a basic evaluation patient they felt their leads may have moved as they were not feeling the stimulation the same as they did when they were on the left side. While on the call the patient was instructed to increase their stimulation until it was at a comfortable level and the patient increased to 2.6 where they stated they felt it and it was comfortable. There were no further complications reported/anticipated.